Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The patient reported that the infusion device does not properly display a1 (cartridge low) alert or e1 (cartridge empty) error. She experienced elevated blood glucose of 385 mg/dl. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.